Manufacturer narrative:
The manufacturer previously reported on (B)(4) MDR 2518422-2023-06362-1 the become aware date to be 24-jun-2022. This is incorrect. The correct become aware date is 24-jun-2023. This date is corrected in the general information tab in the become aware date field.

Manufacturer narrative:
The manufacturer previously reported that a user of a rep dreamstation auto CPAP device allegedly had a thermal event while not in use but plugged into an ac outlet. User stated he heard a noise, turned and saw his device on fire. User grabbed a fire extinguisher and put out the flame. There was alleged visible damage to the power cord/power supply. A new power cord and supply were provided but the device would not turn on. There was no harm or injury reported. The device has not been returned to the manufacturer for investigation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. H3 other text : no device returned to manufacturer.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer became aware that a user of a rep dreamstation auto CPAP device allegedly had a thermal event while not in use but plugged into an ac outlet. User stated he heard a noise, turned and saw his device on fire. User grabbed a fire extinguisher and put out the flame. There was alleged visible damage to the power cord/power supply. A new power cord and supply were provided but the device would not turn on. There was no harm or injury reported. No device has been returned yet for investigation. The manufacturer is submitting an initial report at this time. A follow-up final will be submitted once the investigation is complete.